Manufacturer narrative:
The customer reported experiencing signal loss. Abbott diabetes care (adc) attempted to replicate the reported issue and the reported configuration of android 14 is not compatible with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung ne2213 one plus phone with android operating system version 14. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness, malaise and was hypoglycemic. The customer was unable to self-treat, requiring treatment of oral liquid glucose, sweetened bread and sugary drink by a healthcare professional. There was no report of death or permanent impairment associated with this event.